Event description:
It was reported that a patient representative described issues with a frayed desktop charger cord and a frayed recharger antenna for a deep brain stimulation implantable pulse generator (ipg). The patient was noted to experience severe tremor, and it was stated that deep brain stimulation therapy never really helped with the tremor. The implanted neurostimulator had been turned off for a while. The patient representative indicated that the patient would be seeing a new neurologist soon. Requests were made to replace the frayed cords. Additional info received from patient that the patient received new cords to replace the damaged ones. The caller was trying to use the recharger but kept seeing the 'reposition antenna' screen. They continued to see this screen after they positioned the antenna over the patient's stimulator and pressed the green button on the recharger. The caller then saw a screen that prompted them to press the 'neurostimulator on' button. Agent reviewed that the 'neurostimulator on' button is disabled for dbs rechargers. Caller repeated that the ins had been turned off and noted that it had been turned off for more than 50 days. Agent reviewed that the ins was possibly over discharged and redirected caller to patient's hcp for further assistance. Caller stated that the patient has an appointment with their managing hcp in 2 weeks. Additional info received from patient that the patient received new cords to replace the damaged ones. The caller was trying to use the recharger but kept seeing the 'reposition antenna' screen. They continued to see this screen after they positioned the antenna over the patient's stimulator and pressed the green button on the recharger. The caller then saw a screen that prompted them to press the 'neurostimulator on' button. Agent reviewed that the 'neurostimulator on' button is disabled for dbs rechargers. Caller repeated that the ins had been turned off and noted that it had been turned off for more than 50 days. Agent reviewed that the ins was possibly over discharged and redirected caller to patient's hcp for further assistance. Caller stated that the patient has an appointment with their managing hcp in 2 weeks.

Manufacturer narrative:
Continuation of d10: product ID 37761, serial# (B)(6), product type recharger. Product ID 37791 product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.